Manufacturer narrative:
The bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. However, a picture was received for evaluation following johnson & johnson medtech's procedures. According to the picture provided by the customer, reddish material/clot was observed on the irrigation hole of the catheter. This could be related to the irrigation problem reported. A manufacturing record evaluation was performed for the finished device number lot 31495165l and no internal action related to the complaint was found during the review. The customer complaint was confirmed based on the picture received. The device has not been returned for analysis and a root cause is unable to be assigned based on the current evidence. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation ablation procedure with a pentaray nav high-density mapping catheter and there was a irrigation issue during the procedure. The issue occurred while the medical team attempted to remap with the brand new pentaray catheter. The catheter irrigation had no flow. Prior to re-insertion when irrigation flow was initiated physician noted that the pentaray was not irrigating and no fluid was dripping from distal portion. The catheter was detached from the irrigation and they used a springe without resolution. That was when the medical team noticed a clot in internal lumen of the catheter. The flow had been impeded by said clot. Clot most likely formed when it was outside of body with irrigation stopped. Per physician risk of harm should be minimal to none as a result. The act (activated clotting time) was half heparin bolus prior to transeptal followed by initiation of heparin drip. Act of over 300 was maintained while left sided using combination of heparin bolus and drip adjustments. Initial act assessed q15 until therapeutic then q30. Heparinized saline was used for irrigation of all sheaths and irrigated catheters including the pentaray. The catheter was replaced, the issue resolved. The procedure was continued. No patient consequences were reported.

Manufacturer narrative:
On 26-sep-2025, it was noted that the d11 section had mistakenly omitted the product receipt date of 1-aug-2025 despite the h11 additional manufacturer narrative (correctly) indicating that the device had been received by the bwi product analysis lab for evaluation. On 26-sep-2025, the product investigation was completed. It was reported that a patient underwent an atrial fibrillation ablation procedure with a pentaray nav high-density mapping catheter and there was a irrigation issue during the procedure. The issue occurred while the medical team attempted to remap with the brand new pentaray catheter. The catheter irrigation had no flow. Prior to re-insertion when irrigation flow was initiated physician noted that the pentaray was not irrigating and no fluid was dripping from distal portion. The catheter was detached from the irrigation and they used a springe without resolution. That was when the medical team noticed a clot in internal lumen of the catheter. The flow had been impeded by said clot. Device evaluation details: the device was returned to johnson & johnson medtech (j&j) for evaluation. Visual inspection and irrigation test of the returned device were performed following j&j procedures. Visual analysis revealed no damage or anomalies on the device. The customer reported that they noticed a clot located at distal end of pentaray where the irrigation lumen branches to the splines. Due to this condition, a microscopic examination of the spline was performed and a small layer of clot residues was observed in internal lumen of the catheter then, an irrigation test was performed, and the catheter failed the test since no flow was observed. Afterwards, an aluminum wire was introduced in the luer hub, and the wire got stuck at the tip area. The tip was dissected and the irrigation tube was inspected, and it was found the irrigation tube folded in the tip area. This failure mode was identified as manufacturing related. A manufacturing record evaluation was performed for the finished device lot number 31495165l and no internal action related to the complaint was found during the review. The clot and irrigation issues reported by the customer were confirmed. The root cause of the folded irrigation tubing is traced to the manufacturing process. The potential cause of the thrombus/clot residues formation could be related to the absence of irrigation flow due to occlusion; however this cannot be conclusively determined. The instruction for use (IFU) contain the following warning and precautions: flush the catheter with heparinized saline prior to insertion into the body. Always follow standard practices of using a continuous drip of anticoagulant fluid under pressure through the proximal luer connector when the device is in the body. In addition, to avoid char formation on the rings of this mapping catheter, do not apply rf (radiofrequency) energy when the ablation catheter is in contact with one or more rings of the mapping catheter. This product issue will be addressed through j&j's quality system. An internal action was opened to investigate this failure mode. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).